Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that reports the anesthesia breathing circuit machine alarmed to indicate a failure and the pt had breathing difficulties. The user facility reported that the device required an emergency exchange. No permanent adverse effects to the pt reported.